Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic area') and intra-abdominal haematoma ('abdominal hematoma') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (ativan) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems condition: anxiety"), 1 month 27 days after insertion of essure. On (B)(6) 2018, the patient experienced intra-abdominal haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("pain, ovaries/tubes"). The patient was treated with surgery (total hysterectomy on (B)(6) 2018 and unilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haematoma, menorrhagia, vaginal haemorrhage, vaginal infection, depression, dysmenorrhoea, fatigue, anxiety and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, fatigue, intra-abdominal haematoma, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received: reporter information, patient demographics, event injury was replaced with new events menorrhagia, vaginal haemorrhage, vaginal infection, depression, dysmenorrhea, intra-abdominal haematoma, pelvic pain, fatigue, anxiety, adnexa uteri pain added and their outcomes added as recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.